Event description:
Additional information received noting that the patient was seen in clinic and presented with low impedance. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Event description:
The patient underwent vns replacement surgery. It was noted that the generator was explanted and replaced. The original lead was left implanted, and the reimplant lead impedance was ok. The explanted generator has been discarded per hospital policy. The suspect device (lead) remains implanted in the patient. The reason for the generator replacement was prophylactic; no malfunction is alleged against the generator. No additional relevant information has been received to date.

Event description:
Pre-operative diagnostics were received confirming low impedance prior to surgery. No additional relevant information has been received to date.

Event description:
Implant card received noting that the patient underwent a battery . Although low impedance was still observed after the replacement, a lead revision was not performed as the patient is doing fine and the full programmed output current is being delivered.

Event description:
It was reported via clinic notes that the patient is being referred for generator replacement due to low battery as well as low lead impedance. Per the physician, the patient did not experience any adverse events related to the vns showing low impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.